Event description:
While running an htlv-1 assay, the sample handler, serial number 1330, did not pipette enough sample in positions 9a and 9e and did not generate an error message. Distributor's field svc engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to co complaint number 96-04797-09.